Event description:
The user facility reported a 59-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The patient was without major residual status post right middle cerebral artery (rmca) syndrome/stroke in setting of peripheral heparin. Low-dose was kept for subtherapeutic partial thromboplastin time (ptt). Patient had slight right-sided facial droop which was reported to have resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the stroke/cva issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. The root cause of the stroke issue was most likely patient condition related but the relation to impella is unknown.